Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the death is attributed to thrombus in the right ventricular assist device (rvad) device. The rvad was another manufacturer¿s device. It was also stated that the death was also attributed to the patient¿s condition. The site stated that the pump would not be returned and that there would be no autopsy done. No additional information is available or will be forthcoming, as stated by the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the death is attributed to thrombus in the right ventricular assist device (rvad) device. The rvad was another manufacturer¿s device. It was also stated that the death was also attributed to the patient¿s condition. The site stated that the pump would not be returned and that there would be no autopsy done. No additional information is available or will be forthcoming, as stated by the site.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing do cumentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 5 low flow alarms have been logged since (B)(6) 2017 and 14 high watt alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.